Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3 electric shocks for what appeared to be supraventricular tachycardia (svt). Patient was continued to be monitored. Device remains in service. No additional adverse patient effects were reported.